Event description:
It was reported that the patient with this neurostimulator noted that their symptoms were worse than prior to the device. The patient stated that increasing their stimulation caused them to feel pins and needles down their leg. As a result, they had to decrease their stimulation. The decrease in stimulation did resolve their leg pain, but the patient then had to get up 18 times per night. The patient was told that they would need to meet with their physician to assess since changing their programs had been previously ineffective. The patient then began a new program and was doing well. There were no known device issues and no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator noted that their symptoms were worse than prior to the device. The patient stated that increasing their stimulation caused them to feel pins and needles down their leg. As a result, they had to decrease their stimulation. The decrease in stimulation did resolve their leg pain, but the patient then had to get up 18 times per night. The patient was told that they would need to meet with their physician to assess since changing their programs had been previously ineffective. There were no known device issues and no further patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.